Event description:
It was reported that the ventilator generated a technical error codes indicating a control and a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical errors codes indicating control printed circuit board (pcb) error and communication error occurred. Identification of issue has been done by analyzing problem description and service report. Attached device¿s logs are not complete. Based on technician statement, the control pcb was replaced to resolve problem with reported technical errors. Then, the communication error has been noticed by technician and to resolve this problem the dc/dc & standard pcb connectors was replaced. The issue was decided to be reported based on available information that if the suspected fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated. If the suspected fault condition occurs during startup, the reported start-up error code will be generated and ventilation cannot be started. The claimed parts were not available for further analyze. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/19/2021; corrected manufacture date: 03/12/2021. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.